Event description:
Medtronic received information that prior to use of a bio-console 560 instrument, it was reported that this unit had a battery charging issue. The instrument was replaced. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Device evaluation summary: the reported issue that this unit had a battery charging issue was verified during service. The service technician observed that when disconnecting the instrument from the main power it shut down after a few seconds and the batteries were depleted. During inspection, error 68 occurred in the history log file (routine error), it was observed missing screws from back panel, the display on the base unit was blank and the following components were found broken: entry module, fan cover, blind connectors, keypad, sliding rail inside lower housing and the unitrack. The issues were resolved by adjusting the a/d convertor and by replacing the switch on/off ac inlet 10 amp, the hw, screw, 8, ph, pl, ss, 1.0, the keypad membrane bioconsole, the battery,12v,6.5 ah ,certified, the pcb assy 560 bu blnd intrcnc, the housing lower w/pems 560, the gasket emi dshape 0.140" x0.250, the cover fan filt 60mm 30hpi, the unitrack, the assy system controller module -006, and the cable assembly 560 sc blind. Preventive maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.